Event description:
It was reported that the pump exhibited error code 41100, related to a wireless module intermittent connection error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - product received date 8/29/2025. H3: one pump was returned for analysis in used condition. The event history log (ehl) was reviewed. The high alarm was noted in the ehl as stated by the complainant. Visual inspection showed the pump was in good condition. The reported issue was unable to be duplicated. The cause of the reported issue was wifi/battery module. The device passed all functional tests after the repair.